Manufacturer narrative:
Device not explanted. Surgeon provided communication that apparent infection has cleared. Device history records for both lots were reviewed and all acceptance criteria were met.

Event description:
Device not explanted. Surgeon thinks apparent infection has cleared.